Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The clutch spring was observed to be held in place by the spring latch. The device data showed that the device was in pod state 1 and had run 0 pulses. Pod state 1 indicates that the device never completed activation. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed with no issue. No issues were seen with the device. Based on the investigation and the state at which the device was received, the device functioned as intended and was never activated to initiate priming sequence to allow for deployment of the cannula to occur.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.